Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The sample was evaluated and observed that the tiger tail was bent at the middle part. However the exact cause of how and when the problem was occurred could not be determined. The reported failure was able to be reproduced. A potential root cause for this failure mode could be due to a defect component from the supplier or user related (mishandling product). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "direction for use 1. Method of use dispense after single use and do not reuse since the device is a disposable product intended only for single use. 2. Precaution of use 1) inserting the ureteral catheter, especially without the stabilizing support of a guidewire, be aware that ta malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible tip portion of the catheter become detached, consider retrieval with an endourology grasping device 2) do not withdraw ureteral catheter while it is deflected in endoscopy. It is possible that the catheter may dissected or fracture. 3) avoid sharp bending 4) do not over tighten the catheter adapter. Over-tightening the catheter adapter may occlude the lumen of the catheter." The actual/suspected device was inspected

Event description:
It was reported that the tiger tail of the stent was found to be bent and kinked when the device was taken out of the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tiger tail of the stent was found to be bent and kinked when the device was taken out from the package.